Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-01417 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-01419.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported when moving patient for xray, venous port line completely snapped off the hub - not at a regular connection site, but a place that is not meant to disconnect (at side of the plastic tubing connecting to brown hub where you would then connect the needles connection port). At the time of the incident there was nursing staff at the bedside and were able to stop the bleeding, safely remove the line and eventually schedule for a new line to be placed. No other information was provided.